Manufacturer narrative:
Product complaint #: (B)(4). Citation: urol sci. 2019; 30: 19-23. Doi: 10.4103/uros.uros_94_18.

Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product used in this procedure? Patient demographics.

Event description:
It was reported via a journal article. Title: pressure compression of the access tract for tubeless percutaneous nephrolithotomy. Author/s: shun-kai chang, ian-seng cheong, ming-chin cheng*, yeong-chin jou, chia-chun chen, min-min hu. Citation: urol sci. 2019; 30: 19-23. Doi: 10.4103/uros.uros_94_18. The objective of the study was to obtain adequate hemostasis thru compression of the access tract at the end of perforation for tubeless percutaneous nephrolithotomy (pcnl). The clinical results of 216 consecutive patients (139 male and 77 female patients; age range: 26 to 82 years old) were evaluated by retrospective chart review. During the procedure, the working sheath was withdrawn to the level of the renal capsule and the access tract of the renal parenchyma was packed with surgicel (ethicon) through the nephroscope. The surgicel strips (ethicon) were compacted with smaller dilators through the working sheath. After 5 min of compression, the foley catheter was deflated and removed, leaving the surgicel (ethicon) plug in the renal parenchyma. Reported complications included sepsis (n-3) and recovered well after proper antibiotic treatment and hemorrhagic complications (n-3) which required blood transfusion. There are many techniques for improving hemostasis during tubeless pcnl and the authors introduced a new technique for hemostasis of access tract with surgicel (ethicon). In this study, the authors utilized a new scheme for pressure hemostasis to mitigate access tract bleeding, and the results suggested that surgicel (ethicon) pressure compression may be an alternative method to minimize hemorrhagic complications during tubeless pcnl.